Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and did not identify a specific root cause. Further investigation by the manufacturer is ongoing.

Event description:
This report summarizes <noe>1</noe> malfunction event where an erroneous result was generated by the i800 analyzer. The event involved an erroneous result for hemoglobin a1c for one patient. The patient's age, weight, and gender were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.